Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. A device history record review was performed and no deviation was found. The most probable root cause is considered handling damage. (B)(4).

Event description:
It was reported that the manometer needle was not moving. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex artery. An encore balloon catheter inflation device was selected for use. During procedure, it was observed under fluoroscopy that the balloon had inflated but the needle on the manometer was not moving when pressure was applied to a non-bsc balloon catheter. Procedure was completed with another of the same device. No patient complications were reported and patient's status was good.